Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful right hip with mom pinnacle liner. Remove mom liner and replaced with ahrx liner and ts head. Doi: (B)(6) 2010; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.